Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-04 h6: investigation summary a functionality test was carried out on the six returned sample and no issues were observed. No issues were observed with the returned photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples/photos therefore no root cause can be identified. See h.10.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced the pen needle being unable to detach prior to use. The following information was provided by the initial reporter: the customer could not detach the pen needle from the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp experienced the pen needle being unable to detach prior to use. The following information was provided by the initial reporter: the customer could not detach the pen needle from the shield.